Manufacturer narrative:
Initial reporter first name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; further described as the device did not completely empty. The issue was identified during use. It was further reported that the device leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured between october 26, 2021 to october 28, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the bladder. The photograph suggested an under infusion condition may have occurred. The photo also showed droplets of fluid on the exterior surface of the housing which suggested leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. However, the following factors may affect the flow rate and be potential causes for underinfusion: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.